Event description:
During interrogation, the lead appeared to be ventricular oversensing in both configurations. The sensitivity was increased from 2.0 mv to 10.0 mv. Oversensing was occasionally marked as r-waves, but still appeared on the ventri- cular iegm. At patient's last follow-up lead impedance was 2009 ohms and 1964 ohms. Noise had not increased with isometrics but continues as before. The patient was not pacemaker dependent.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.